Event description:
Revision surgery - due to the patient's tibia being loose; the surgeon replaced the tibia and insert.

Manufacturer narrative:
The reason for this revision surgery was loosening of tibia after 3 years 3 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there are 19 prior complaints against this part number, 3 have the similar failure mode pertaining to "device loosening". This is the first complaint for the incident lot number. A definitive root cause for the loosening cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.